Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Reportedly, the customer loaded cartridges with cold insulin and over filled with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Correction bolus via pump was administered to address bg.